Manufacturer narrative:
On (B)(6) 2020, the olympus ess gave a gi reprocessing in-service to the techs at the endoscopy center at bel air. Utilizing a gif-h180, ess discussed and demonstrated the reprocessing steps from precleaning through the brushing of the channels. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported that during a gastrointestinal endoscope reprocessing in-service at the user facility, the endoscopy support specialist (ess) learned the customer does not have suction in the reprocessing area and does not perform the manual aspiration step following the brushing of the channels but uses a scope buddy to flush all of the channels including the instrument/suction channel with detergent, water and air.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The root cause could not be conclusively determined. Probable causes that could have led to the reported event include mishandling of the device, as confirmed by the endoscope specialist.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. The initial reporter job title is nurse manager. The device is in use and will not be returned to olympus for evaluation as it is unnecessary since the customer does not have any issues with the device. There is no damage or abnormality observed in the device. For the reprocessing: the cleaning and disinfectant solutions being used are detergent enzyme empower and opa 28. The minimum effective concentration is being checked each time a scope is processed. The type of aer being used to reprocess the endoscope is a medivator dsd 201 serial number 78167412. The endoscope channel is being brushed during manual cleaning with a single use brush. The brush is a hedgehog dual-end channel/valve brush by boston scientific. The reference number is sbd-289. Pre-cleaning is being performed immediately after a procedure. The endoscope is being leak tested prior to manual cleaning. The model and manufacturer of the leak tester was not provided. There have not been any problems noted with the aer. The sink was not backing up with water; there was no residue or biofilm noted in the sink of the aer. There was flushing of air into the channel of the endoscope after reprocessing. The cleaning and disinfectant solutions being used are detergent enzyme empower and opa 28. The minimum effective concentration is being checked each time a scope is processed. There was flushing of air into the channel of the endoscope after reprocessing. The last time a reprocessing in-service was provided was (B)(6) 2020. There has not been any change in the reprocessing personnel since then. All of the reprocessing personnel are trained on how to properly reprocess endoscopes.